Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit has not been returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is based on the reported information and inspection of a photograph of the complaint device provided by the hospital. Results: visual inspection of the photograph revealed that there was a crack along the one of the swivel wye ports. Conclusion: we are unable to determine what may have caused the damage to the swivel. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the y-piece of an rt266 infant breathing circuit had cracked. No patient consequence was reported.